Event description:
It was reported that during a caronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in moderately tortuous, moderately severe, 90% stenosed left anterior descending artery (lad). The physician predilated the lesion with a 2.50 x 15 mm maverick balloon. The physician attempted to place a 2.50 x 16 mm taxus express2 drug eluting stent but felt resistance while advancing the stent. The stent delivery system broke while crossing the lesion. The shaft was removed from the lad as one unit with the guide catheter without difficulty. The procedure was successfully completed with another 2.50 x 16 mm taxus express2 drug eluting stent. No patient complications were reported. The patient status is reported as 'satisfactory/good'.